Event description:
It was reported that the patient experienced lower back pain, a shock down the thigh area, and increased hip pain. There was also burning and puffiness around the area of the device. It was further reported that the patient was experiencing dizziness, numbness, a bitter taste, his eyes were "jiggling," and he was getting pain in the right side of his face. The reporter stated "that started 2-3 weeks ago." It was unclear if only the pain in the patient's face started 2-3 weeks ago or if all of the aforementioned symptoms began at that time. It was also reported that the patient had incontinence for 2 months prior to the report and the patient had been in the emergency room because of the pain a few days prior to the report. It was reported that the pain was excruciating and that was while the device was off; it reportedly doubled when the device was turned on. The patient fell on his back last (B)(6) and had a new device implanted. Approximately a week later it was reported that the cause of the event was that the patient had parasthesias in lower back and both legs but with incomplete pain relief. It was further reported that parasthesias was optimized with sensor, and tingling covers painful areas, but pain relief is not complete or satisfactory. Paresthesias was as expected but inadequately covered the pain. It was noted that no pathological sensations were reported to the health care provider (hcp), no hospitalization was required, and there was no injury. The patient was going to be evaluated for a possible drug pump to augment pain control.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).